Manufacturer narrative:
Device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from tip of the subject device. As a result, the distal end cover was burned. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU). ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the device failed the leak test; distal end plastic cover body was cracked; bending section cover or distal sheath rubber had a hole; forceps passage had restrictions in the insertion tube when passing 19c; brush passage had restrictions; bending section failed electrical test; insertion tube had a dent/buckle; scope connector requires a new updated label; and the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, air/water leakage from the distal end. The issue occurred during reprocessing. The procedure was therapeutic. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there evaluation found the scope cover was burned. This report is being submitted to capture the reportable malfunction found during evaluation.